Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, "adjust belt" messages) has been confirmed. Upon investigation, the cable connecting the ECG "a" and ECG "b" to the front therapy electrode was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. Investigation underway. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable and that a patient was receiving "adjust belt" messages.